Event description:
Dexcom g7 cgm is an inferior product to the previous g6 model, despite purporting to be better. Constant signal loss results in unstable insulin administration and inability to rely on glucose readings.